Event description:
It was reported to boston scientific corporation in 2005 that a jagtome device was used during preparation for a procedure to be performed the same day (patient age, gender and weight are unknown). According to the complainant, when unpacking the jagtome, it was observed that the wire was loaded backwards with the stiff end first. The customer turned the wire around and used the device as is. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory/good".

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. Device not returned.